Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open sores. It was reported the patient had a cyst on his chest that became infected and broke open. There was no alleged device malfunction contributing to the irritation. The patient's nurse requested the patient be remeasured; the patient was remeasured into the same size. The irritation improved

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open sores. It was reported the patient had a cyst on his chest that became infected and broke open. There was no alleged device malfunction contributing to the irritation. The patient's nurse requested the patient be remeasured; the patient was remeasured into the same size. The irritation improved. Supplemental report 9/29/2021: submitting report to correct section g4.